Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microfine¿+ insulin syringes there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: needles were impermeable.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported while using bd microfine¿+ insulin syringes there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: needles were impermeable.